Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed r-wave amplitude variation on the right ventricular (rv) lead. No changes or intervention was performed. The patient condition was stable.